Event description:
It was reported that the external pulse generator (epg) powered off while connected to a patient. Staff were able to get the epg back on, and the epg was replaced. It was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis was unable to confirm the reported event. It was noted that the upper case was broken, the lower case was broken, the battery release was contaminated, two side bail covers were broken, the ring cover was broken, the battery contacts were compressed, the battery drawer was contaminated, the keyboard pad was contaminated and the display was missing pixel segments.